Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not identify the exact root cause of the polyethylene wear, whoever, evidence of poor device alignment was identified and was the likely root cause. The amount of time implanted (12-1/2 years) could also be a contributing factor. Based on the performed investigation, a need for corrective action is not indicated. In addition, the products are discontinued items. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the tibial insert and patella.